Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's air/water, instrument / suction channels and distal end were cultured and tested positive for staphylococcus haemolyticus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The service center performed a visual inspection of the scope¿s biopsy and suction channels with an olympus boroscope. Upon inspection of the biopsy channel, scrape marks were observed on the channel wall near the opening at the control body side. Additionally, two small brownish stains were located approximately 20mm from the distal end. The boroscope was also used to verify the condition of the suction channel, which showed no signs of foreign material or damages. Both sides of the bending section cover glue shows signs of discoloration. The tjf-q180v video scope passed the cosmo leak test. Based on the evaluation, the likely cause of the brownish stains located inside the biopsy channel is due to insufficient cleaning during reprocessing of the scope. The tjf-q180v instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.

Manufacturer narrative:
Additional information provided by the user facility reported that the olympus acecide-c/olympus endoquick detergent/mediators intercept detergent cleaning and disinfectant solutions are utilized. The cardinal health isopropyl alcohol 70% is also used. Pre-cleaning is being performed immediately after a procedure in accordance with the olympus endoscope reprocessing guide. The endoscope channel is being brushed during manual cleaning using an olympus model bw-412t & olympus soft brush maj-1888. The endoscope is being leak tested prior to manual cleaning using olympus mu-1 the leak tester. The scope is then reprocessed in the oer-pro aer. The aer¿s minimum effective concentration is being checked after every cycle. There are no issues noted with the aer. The scope is then stored in a scope cabinet after reprocessing. The date of the last in-service with an olympus endoscopy support specialist is unknown and the user facility reported that there have been no changes to the reprocessing staff since the last in-service. All reprocessing personnel are trained on how to properly reprocess an endoscope. As part of our investigation, on may 15, 2019 an endoscopy support specialist was dispatched to the user facility to observe the user facility¿s reprocessing practices and provide an in-service and training if necessary. The ess observed the facility¿s staff reprocess an ercp scope and reported the following deviations: the reprocessing staff was using only 500ml of solution instead of 1000ml, the sequence of the brushing steps were incorrect and the raising and lowering of the elevator three times. The ess provided an in-service which covered pre-cleaning, leak testing, and manual cleaning as described in the reprocessing manual. Also, discussed care and handling as well as repair reduction tips. The device was returned to the service center and is pending physical evaluation and microbial testing.

Event description:
The service center was informed that the scope culture positive for staph species twice on the open elevator after reprocessing. There were no associated patient infections reported.